Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. The noise appeared to be the minute ventilation signal and it was not oversensed. In addition, noise on the right ventricular (rv) channel was seen in a different episode, however, the cause of that noise was not related and was due to the patient getting ready for an ablation procedure. At this time, the products remain in service. No adverse patient effects were reported.